Event description:
Additional information received reported the patient¿s device was not working and wanted it removed. They had not contacted their health care provider (hcp) yet.

Event description:
It was reported that the patient was having trouble with her stimulator. The patient was having physical therapy twice a week. For the 2 months prior to this report, the patient had been doing an exercise on an exercise ball with no problems. The week prior to this report, the patient used the ball with her feet and lifted her backside up and her stimulator ¿super charged.¿ the patient dropped down and rolled over on her side and it stopped. The patient tried it again and it threw her off the ball. The patient then turned her stimulation off and continued to exercise. It was noted that the patient saw her doctor on (B)(6) 2014. The patient was redirected to her healthcare provider (hcp). Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was needed, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).